Manufacturer narrative:
(B)(4).

Event description:
It was reported that the merlin transmitter smelled like it was burning. The device was hot by touch and would not power up. The device was returned and replaced.

Manufacturer narrative:
Analysis was normal. No anomalies were found.